Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the hospital due to high blood glucose (bg) levels and high ketones. The patient's father reported that the personal diabetes manager had been lost, which prevented the patient's ability to manage bg levels. Despite good faith attempts to obtain additional details (bg levels, diagnosis, treatment, duration of stay), no further information was provided regarding this medical event.